Event description:
It was reported that, during the trial procedure on (B)(6) 2023, the lead tip appeared to have sheared off into the epidural space. The remaining lead was removed, but the sheared off piece was left implanted. Surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.